Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a fingerstick glucose of 65 mg/dl and the device displaying 54¿55 mg/dl, following a bedtime snack that was announced as less than the actual meal size and without carbohydrate counting. Investigation included customer care troubleshooting and education regarding appropriate meal announcement based on carbohydrate amount. Further investigation of this case revealed user-related contributing factors associated with an incorrect meal size announcement. Symptoms included weakness associated with low blood glucose. Outcomes included resolution after ingestion of fast-acting carbohydrates, with glucose increasing to 114 mg/dl on follow-up. It was concluded that the device functioned as designed and that the event was related to user interaction with meal announcement settings.